Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 03-apr-2024, it was reported that patient faced three infusion set fell off during use events. The infusion sets had been used for less than a to 1 day. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3.